Event description:
It was reported that: "upon crimping dall miles sleeve, it was noticed that the tool was "tight" and would not spring open as it is designed to do."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.